Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a low blood glucose (bg) level of 45 (mg/dl) and consumed carbohydrates. Customer indicated they would suspend pump therapy and revert to manual injections for diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was found. No failure was identified in relation to the alleged hypoglycemia.